Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was kinked and broken at the proximal end attachment with the ECG connector; no ECG signal wires were broken inside the shaft. In conclusion, the mapping catheter failed the returned product inspection due to the kinked and broken shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter shaft broke at the proximal end of the shaft. The case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.